Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection in an unknown location. It was unknown what caused the infection. The patient was hospitalized and was given an antibiotics. The patient underwent a lead pull procedure and was doing well postoperatively.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-70e, serial number: (B)(4), batch/lot number: 5129963, model/catalog description: 1x16 perc lead trial kit, 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection in an unknown location. It was unknown what caused the infection. The patient was hospitalized and was given an antibiotics. The patient underwent a lead pull procedure and was doing well postoperatively.